Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date in 2020 and the suture was used. It was reported that the suture was detached from the needle easily during suturing. It was not a control release needle. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(6) 2020. Additional information: d9, h3, h6. H6 component code: g07001 - device not returned. H6 analysis summary: it was received for evaluation a top foil and an empty opened labeled winding former of product code j304h, lot qammjh. Needle or suture was not returned. If additional information is made available, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.